Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the hospital cart was not in use with a patient when the issue was observed. The companion hospital cart has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
This syncardia companion hospital cart was not in patient use. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer, a syncardia certified hospital, reported that during calibration, the touch screen on the companion hospital cart would not calibrate accurately. The customer also reported that multiple companion 2 drivers were used to attempt calibration with the same results.

Manufacturer narrative:
The companion hospital cart was returned to syncardia for evaluation. Visual inspection of the companion hospital cart lcd screen did not identify any damage or abnormalities. The inability to calibrate the touch screen, which is a form of incorrect signal presentation on the lcd, could not be recreated during investigation testing. It has been observed in the field that screen calibration issues may arise if the user does not hold his/her finger down long enough during the calibration touch points. If the user quickly presses and releases the touch point during calibration, the driver will not get a proper reading for calibration. The root cause of lcd touchscreen calibration issues could not be determined as the customer-reported issue could not be reproduced. The hospital cart performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
This syncardia companion hospital cart was not in patient use. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer, a syncardia certified hospital, reported that during calibration, the touch screen on the companion hospital cart would not calibrate accurately. The customer also reported that multiple companion 2 drivers were used to attempt calibration with the same results.